Event description:
Olympus medical systems corp (osmc) was informed that during a total laparoscopic hysterectomy, the subject device was used. Unspecified error occurred and the activation failed. The user withdrew the device from the pt and confirmed that the probe of it had a crack. When the user wiped the probe for cleaning with a gauze patch outside the pt, it broke off. The procedure was completed with another thunderbeat. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that the probe broke at 16.0 mm from the distal end. Both the probe around the broken point and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. The ptfe pad was worn around the contact marks of the grasping section. The manufacturing history was reviewed, with no irregularities noted. Considering the eval result of the device, omsc concluded that the probe with cracks was broken by physical stress when the user wiped it for cleaning. The cracks were developed from the contact marks on the probe by stress during the procedure. The contact marks and the error occurred since the ptfe pad was worn, which caused contacting between the probe and non-insulated area of grasping section. The instruction manual of the subject device already warns; do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output. Based upon the finding of the eval, this report appears to be related to user handling.